Event description:
It was reported that the packaging (overpouch) of an unspecified quantity of minicaps were opened. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection identified some open and damaged packages. The reported condition was verified. The cause of the condition could not be determined; however, in the images provided, it appeared an incorrect handling of the product possibly occurred after its release. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.